Manufacturer narrative:
The event of blocked gel stent is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported needling was performed due to xen®45 gts was blocked at the anterior chamber in the unknown eye.